Event description:
It was reported that the patient experienced distal right erosion with his inflatable penile prosthesis. The patient underwent surgery to replace the device with a tactra malleable penile prosthesis. There were no further patient complications.